Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, method codes - additional.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and malaise.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2016. Patient had a low glucometer reading, 48mg/dl, after feeling ill and took sugar to elevate his glucose levels. Patient then visited the endocrinologist and an evaluation due to the missed low event. Patient was examined and discharged the same day. No medications were administered. Event occurred due to receiver not beeping. Additionally, the patient tested the receiver's audio function and the receiver did not beep. No additional event or patient information was provided.